Event description:
The advocate called on behalf of a (B)(6) customer. She performed control tests using the customer's contour meter and received results of 14.6 and 16.6 mmol/l. The normal control range was 6.0-8.2 mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.